Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem 'close door message' was confirmed as a "door not fully latched" message. A review of the event history log revealed "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a door not fully latched alert. The cause of the condition was determined to be a loose upper link screw. The upper link screw requires tightening to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.